Event description:
During a meniscal repair the suture broke on two devices as the knots were being tightened. The suture was cut free and the ts were left unsupported in the pt's joint. It was confirmed that a kpsc was not being utilized and the surgeon was using both an ipslateral and contralateral approach. Repair was completed with add'l fast-fix device.

Manufacturer narrative:
No product is being returned for evaluation.